Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen on the programmer suddenly stopped working. The programmer was restarted and the battery was removed but the issue remained. It was advised to returned the programmer for service. There was no patient involvement.